Event description:
Customer called lfs in 7/02 alleging the fasttake meter was not powering on. The issue was not resolved with troubleshooting. They had two incidents where customer could not test and went to the ER and had a blood test performed. At one of the ER visits the blood sugar was 265 mg/dl with no symptoms and customer does not remember the reading of the second ER visit. Treatment is unknown. Meter has been replaced for customer.